Manufacturer narrative:
Analysis found that the device had a failure and did not start up. The pcba sbc has been replaced. The device has been successfully tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was not working properly. There was no patient impact.